Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that all drawers were not detected on bus. A field service engineer suspected a faulty communication sled and replaced it then installed the full firmware package. After installation several drawers were still not detected. Collaborated with supervisor to continue troubleshooting and identified that the matrix drawer in the auxiliary unit was causing the firmware installation failure. Replaced the matrix drawer controller and confirmed proper functionality through hardware testing application and customer testing. Also noted physical damage to the scanner universal serial bus usb cable and replaced it. The customer tested the system again and confirmed successful operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer not detected on bus and inaccessible. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.